Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, follow an MRI it was noted the device longevity had decreased. Technical support was contacted and a diagnostic anomaly was suspected. Technical support recommended reinterrogating the device the following date. The device was interrogation the following day and the longevity corrected to the anticipated remaining capacity. The patient was stable.